Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that following an uncomplicated system implant and post pocket closure, right ventricular lead capture loss, was noted within 20 minutes. The patient returned the same day for rv repositioning and lead verification. During the revision, analyzer testing illustrated normal lead operation however when connected with the device again, loss of capture was observed. The surgeon then reported difficulty with lead insertion into the device header and mineral oil was used to complete the connection. Final measurements were confirmed normal and the revision completed. However the next day, the patient was in bradycardia and the associated device appeared to be not functioning correctly. Further investigation confirmed capture loss again and the patient returned for a second revision. The rv lead was removed and replaced in absence of any adverse effects. The physician ruled out any device issues and implanted another rv lead to complete the procedure. The explanted lead is intended to be returned for analysis.